Event description:
An integra neuro balloon catheters' permeability test was positive. Once the catheter was inside the brain, it inflated properly but there was an issue with deflating it, as it did not go back to normal (before being inflated). The product was in contact with the patient during a cerebral membrane dilatation for a third ventriculostomy. The patient was not injured, however, the event did lead to a significant increase of surgical time: 15 to 30 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information. See scanned page.